Event description:
Country of complaint: (B)(6). Thrombectomy intervention: during surgical closure: paplitea arteriotomy polypropylene with continuous suture, premilene 7/0 2 x dr 10, thread broke multiple times.

Manufacturer narrative:
Reported device not marketed in u.s.; however, similar device is. U.s agent notified on: (B)(4) 2013. Manufacturing site evaluation: review of manufacturing records indicates product had a normal process and tests during process indicate product according to specification. No product received by OEM for evaluation. Broken thread, cause cannot be determined. Complaint not justified.